Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model number unknown, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4). Lasso nav variable eco catheter, model # d-1343-01-s, lot # 17591412l. Soundstar eco catheter, model # m-5723-15. Preface sheath, model # 301803m. St. Jude medical sl1 sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase of the procedure, small impedance rises were noted while ablating the isthmus of the right atrium. At some point, the patient became hypotensive, and the tamponade was confirmed via ultrasound. A pericardiocentesis was performed, with 400cc of fluid withdrawn. The patient was on anesthesia, and did not move. No extended hospitalization was required, and the patient recovered fully. The physician did not provide a causality opinion, stating that there was no obvious reason for the injury. There are no known patient factors that may have contributed to the event. A transseptal puncture was performed with an unknown needle. Both a preface sheath and a st. Jude medical sl1 sheath were in use. Ablation time at the site of injury is unknown, but was at least several minutes. The generator was in power control mode and set at 35w (not titrated). Impedance was 100 ohms at the time of injury. Anticoagulation was administered, with activated clotting times being maintained between 300-350 seconds. The spi value is unknown. No other catheters were in close proximity when the injury occurred. The catheter was zeroed after the initial warm-up phase, and the carto 3 system did not indicate to re-zero it at any point during the case. No errors presented on any biosense webster equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. An irrigation test was also performed, which the catheter also passed. No occlusion was observed. Finally, the catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system, but error 106 (force sensor error) was displayed. The catheter was dissected and it was determined that the root cause was an internal failure of the sensor. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding impedance issues cannot be confirmed. The root cause of the internal sensor damage cannot be determined, but the sensor failure is not related to the cardiac tamponade, the root cause of which remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.